Event description:
Customer reportedly received the following results on two different meters within 10 minutes: 110s-range mg/dl (compact plus gp system) and 300s-range mg/dl (compact plus gt system). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded strip container. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus gt system. (B)(4). Will not be returned to manufacturer